Manufacturer narrative:
A software analysis was initiated. It was determined that there was insufficient information to determine the cause of the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, version (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported the surgeon was unable to pass registration. The surgeon collected points but did not get any zones of accuracy or a registration error metric. The use of navigation was aborted as it was not required for the procedure. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.